Event description:
It was reported that the drive support cap was loose. It was stated that the damage occurred during the prime process. It was mentioned that the mother pushed back the drive support cap into the insulin pump. Further troubleshooting could not be performed as customer was in school. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.